Manufacturer narrative:
(B)(4).

Event description:
During procedure, the helix of the right ventricular lead would not extend properly after several attempts. The lead was replaced. The patient had no adverse consequences due this event.

Manufacturer narrative:
A complete lead was returned for analysis. As received, the helix was completely retracted and could not be extended due to blood/tissue in the helix housing, on the inner coil and the inner coil over torqued at the connector region. Following cleaning of the lead direct torque was applied to the inner coil and the helix could be extended and retracted. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.